Manufacturer narrative:
H6: a ventec ventilation product support specialist provided the initial reporter with troubleshooting assistance. The initial reporter replaced the device's internal bacterial filter and restarted the device. After which, the device immediately provided a patient circuit disconnect alarm as expected and the reported issue could no longer be duplicated. The initial reporter advised that they will not be returning the device for an evaluation. The device has not been returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device did not display a patient circuit disconnect alarm as expected when the patient circuit became disconnected from the patient. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Ventec has made multiple attempts to obtain additional information about the patient, but no response has been received.